Event description:
It was reported that a user on multiple daily injections experienced frequent low blood glucose readings to 50 and nighttime lows after being off the ilet for several weeks, contacted support to confirm the latest firmware, and paired the phone to the ilet app; the medical device problem and device component information were limited. Symptoms included hypoglycemia. Outcomes included a minor illness or impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to further characterize a device-related issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.